Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. On what vessel was the device used? Was the device closed on the vessel, when it could not be opened? Was it ensured that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position, when trying to open the device? Was the device rinsed prior to reloading? Weren¿t all staples formed in a b-shape or only a few? Can the form of the staples be described? Did the device cut? If yes, did it cut the whole length or only a part? What action was taken to remove the device? Was the surgeon an experienced user? As there were no patient consequences mentioned, how was the procedure completed?

Event description:
It was reported that during a vats lobectomy the stapler was placed around a vessel (not known which vessel). The stapler got stuck after firing and they couldn¿t open the jaw of the stapler. It was the 7nd firing when the jaw got stuck. Fortunately there were no consequences for the patient do to the failing stapler. The surgeon mentioned that the staples weren¿t formed in a b-shape.

Manufacturer narrative:
(B)(4). Batch # r57d01. Device analysis: the analysis found that one ec45a device was returned with the closing trigger and anvil in the closed position and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested, and the following was obtained: on what vessel was the device used? Unknown. Was the device closed on the vessel, when it could not be opened? Yes. Was it ensured that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position, when trying to open the device? Yes. Was the device rinsed prior to reloading? Yes. Weren¿t all staples formed in a b-shape or only a few? Most of them. Can the form of the staples be described? Partly open p-shape. Did the device cut? If yes, did it cut the hole length or only a part? Unknown. What action was taken to remove the device? Cut out. Was the surgeon an experienced user? Yes they use it for more then 5 years. As there were no patient consequences mentioned, how was the procedure completed? With a new device.